Event description:
Unable to calibrate system to verify safe use due to lack of information provided by manufacturer. Manufacturer unwilling to provide necessary calibration information pursuant to title 21 sec 1040.10.ii.(b).24.